Manufacturer narrative:
Evaluation: results: inherent risk of procedure (stent deformation and failure to deliver device), patient's condition affected effectiveness of device (tight and diffuse lesion). Evaluation: conclusion: device failure/lack of effectiveness related to patient condition (tight and diffuse lesion). (B)(4).

Event description:
The physician was attempting to implant a resolute integrity rapid exchange (rx) drug-eluting stent to treat a lesion in the lad that was reported to exhibit severe calcification. It was reported that the physician could not cross the target lesion due to tight and diffuse lesion. No clinical sequelae were reported. The device was returned to the manufacturing facility and damage was noted to the stent. Device evaluation: the stent was positioned correctly between the inner marker bands as per specification. The 3rd, 4th and 5th proximal stent struts are elevated and deformed.